Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer's mother reported that the customer had blood glucose readings as high as the low 400 (mg/dl). When the pod was removed, it was noticed that the cannula was bent.